Event description:
It was further reported through patient's medical records that the patient underwent a right hip revision approximately 11 years post implantation due to elevated metal ion levels, synovitis, pain, pseudotumor, metallosis, bone erosion, instability, cyst, necrosis, scar tissue, in-vivo corrosion, and osteolysis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected d10:¿ unknown longevity acetabular liner unknown kinectiv neck unknown m/l taper stem.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial right hip arthroplasty on (B)(6)2008 due to degenerative arthritis. The patient was revised on (B)(6) 2019 due to failed hip arthroplasty. Blood work: on (B)(6) 2017, chromium <0.5 mcg/l, cobalt 2.9 mcg/l h range <=1.8 mcg/l. On (B)(6) 2018, chromium 0.5 mcg/l, cobalt 5.8 mcg/l h range <=1.8 mcg/l. The patient had pain and persistent instability of the hip. MRI revealed massive pseudotumor throughout the hindquarter and proximal femur. The hip capsule was pierced decompressing a massive fluid-particulate effusion and cyst, which seemed to deflate the prominent bulging cyst over the greater trochanter. A massive pseudotumor was debrided from the joint. The entire greater trochanter was "bald". There were no soft tissue attachments of the abductors or short external rotators to the greater trochanter. Significant corrosion was observed in the head's taper. There were various circular erosion patterns of the trunnion of the neck but no gouges or deformity. Significant amount of osteolysis of the acetabulum involving the entire posterior column and the wall exposing the posterior half of the metal shell. The shell and stem were well fixed. The head, liner, and locking ring were replaced with new zimmer biomet products. No other findings/complications related to the reported event were noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown m/l taper stem. Unknown kinectiv neck. Unknown liner. Unknown cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00418, 0001822565-2021-00421.

Event description:
It was reported the patient underwent a right hip revision approximately 11 years post implantation due to unknown reasons. Attempts have been made and no further information has been provided.